Event description:
Account alleges the wrong troponin t and tsh results have been transferred to their lis. The incorrect results were not used to guide therapy. The feild service representative was unable to find any malfunction of the system and the customer stated they corrected the problem.